Event description:
Title: apm-ii pumps. In 2002, the hospital held an IV therapy skills day for nursing interns. One area of the skills lab was dedicated to IV pumps. Reps from abbott were on hand to demonstrate the abbott apm-ii pumps. During the demonstration, the abbott rep realized that 5 out of 8 pumps did not have automatic keypad locking mechanism activated. When the locking mechanism is engaged, there is a screen prompt to remind the nurse to lock the keypad. When the locking mechanism is deactivated, there is no screen prompt to lock the pump; the pump key pads do not get locked thus allowing anyone to be able to change the pump's settings. Instructions on how to activate and deactivate the automatic keypad locking mechanisms were never taught to the staff. No one knew this could be done. It is known if biomedical engineering checked the pumps after the abbott reps recognized the problem. This pump is quite complicated to program and has a complicated device design. The abbott reps have returned several times to do inservices. Inadequate training is not an issue. The abbott reps themselves found the pumps to be a challenge when attempting to program them. There is no history with improper drug dose administration while using this device.